Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a "intermittent power" event was not duplicated during investigation. Black box shows dates from (B)(6) 2017 -(B)(6) 2017. Bb data from date of complaint has been overwritten. Current bb shows evidence of one unexplained "por event following the clearing of a eaw 128-replace battery alarm on (B)(6) 2017. Pump powers with returned battery cap to a dim discolored display. Battery cap able to fully tighten. Battery cap measures within specifications, evidence of moisture contamination on underside of battery cap ground spring. Battery compartment cracks observed in thread area and below grip pad. Evidence of moisture contamination inside battery compartment. Base cracks observed between case seal and keypad. A 24 hour basal program was run with the returned battery cap. No reboot, loss of power or call service alarms duplicated. During investigation "ok" keypad key found to be not springing back when depressed. "Ok " key is responding and not found to be intermittent or hypersensitive. Keypad rubber intact. Removed keypad rubber, "ok" key contact cracked 7. Leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture inside pump.